Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic pulmonary valve, the deployment via the right pulmonary artery wire position was started lower than intended. Subsequently, the valve was recaptured after one row was exposed and withdrawn from the patient. The harmony valve was recaptured through a 26 fr non-medtronic (gore dryseal) sheath that was 65 cm long. After the withdrawal, the delivery catheter system (dcs) was inspected and an infolding in the capsule marker band was noted. The capsule of the dcs had buckled inward on itself. The valve was loaded into a new dcs and implanted in the patient. No adverse patient effects were reported.